Manufacturer narrative:
Device evaluation by MFR: the promus element plus,mr,ous 2.50x16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal stent region were noted to be lifted from the crimped position. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 25-jan-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, de novo, eccentric, 14 x 25 mm target lesion with >=90 degrees bend was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion was crossed with a 6f ebu 3.5 guide catheter and a non-bsc guidewire. A 2.50x16mm promus element plus stent was advanced for treatment but the device was unable to cross the lesion despite multiple pre-dilatation. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed stent damage.